Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the fenestrated bipolar forceps instrument was twisted in an unusual way and one of the cables was loose. The wrist of the instrument could not be straighten and the customer. The customer used a pair of scissors to cut the cable and the tip broken off. The customer was able to remove the instrument along with the cannula. The customer used a new instrument. On the new instrument, the customer observed an unidentified black piece on the tip of the instrument. The black piece was removed using another instrument. The customer did not know whether the black piece was from the broken instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the customer could not identified the black piece that was observed on the new fenestrated bipolar forceps (fbf) instrument. The black piece was observed on the new instrument once the instrument was inside the patient. No observable fragments fell inside the patient when the old fbf broke inside the patient. No post-operative tests were performed. The old instrument was used for approximately 3 hours. The instrument had 10 out of 14 lives remaining. The surgeon was grasping/retracting the tissue when the reported issue occurred. No tissue was stuck within the jaws when the instrument broke. No pins were dislodged from the instrument. The unidentified black piece will not be returned back to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was returned in damaged condition and could not be tested in-house for the customer reported complaint. The distal tip was completely detached from the main tube on the distal end. The reported loose cable could not be verify because all the cables and wires were broken. The housing was removed from the back end, no additional damage was found. The root cause for this failure is attributed to the user. Additional observation(s) not reported by site: the instrument was found to have the main tube broken at the distal end. A piece measuring approximately 0.271¿ x 0.425¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. This complaint is being reclassified as a reportable event due to the following conclusion: it was reported that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no other reported patient injury. While there was no other report of harm or injury to the patient, surgical intervention was required to retrieve fragment(s). Additionally, the device was returned for failure analysis, which confirmed the component that broke/had material detached/separated.